Manufacturer narrative:
All buttons function properly. However corroded keypad traces noted during visual inspection. No button error alarms noted. Pump was monitored. All operating currents tested within spec range. No unexpected low batt alarms noted. Cracked reservoir tube lip, cracked display window and cracked case near display window corners noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 227 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.